Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "system failure" alarm. However, the fse was able to verify the occurrence in the iabp¿s diagnostic error log, so the iabp was put through a power cycle multiple times without issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
The customer reported that on startup of the cs300 intra-aortic balloon pump (iabp) the pump alarmed ¿system failure.¿ it was then turned off then on and powered up without issue. The patient had very low and close to no blood pressure and they were unable to establish a trigger. After treating the patient their blood pressure increased and they were able to deliver therapy. The iabp was switched to their back up due to concerns with the system failure on initial power up. The patient's outcome was good. A separate complaint record was filed for the balloon for customer¿s perception was that there was a correlation. No patient harm or serious injury reported, and there was no adverse event reported. A separate emdr has been filed for the balloon involved in this event.

Manufacturer narrative:
On (B)(6) 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant and updated information for this complaint was captured and submitted under the mfg report #2249723-2018-00048.

Event description:
The customer reported that on startup of the cs300 intra-aortic balloon pump (iabp) the pump alarmed ¿system failure.¿ it was then turned off then on and powered up without issue. The patient had very low and close to no blood pressure and they were unable to establish a trigger. After treating the patient their blood pressure increased and they were able to deliver therapy. The iabp was switched to their back up due to concerns with the system failure on initial power up. The patient's outcome was good. A separate complaint record was filed for the balloon for customer¿s perception was that there was a correlation. No patient harm or serious injury reported, and there was no adverse event reported. A separate emdr has been filed for the balloon involved in this event.